Event description:
It was reported that the patient implanted with this this right ventricular (rv) defibrillation lead presented to the hospital for unspecified reasons. It was noted that the patient presented feeling fine with no reported issues. Review of stored device data from the remote home monitoring system noted that this lead exhibited high out of range shock impedance measurements greater than 125 ohms and high out of range pacing impedance measurements greater than 2,000 ohms resulting in alerts in the remote home monitoring system. Additionally, the lead exhibited noise on the pace/sense and shock channels that was oversensed and resulted in storage of a non-sustained ventricular tachycardia (nsvt) episode. It was noted that the hospital was not equipped with a cardiology department. Technical services (ts) recommended the health care professional (hcp) consider transferring the patient to another facility for further review. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient has been placed in palliative care. Therefore, the physician programmed tachycardia therapy off and no further interventions were planned. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this right ventricular (rv) defibrillation lead presented to the hospital for unspecified reasons. It was noted that the patient presented feeling fine with no reported issues. Review of stored device data from the remote home monitoring system noted that this lead exhibited high out of range shock impedance measurements greater than 125 ohms and high out of range pacing impedance measurements greater than 2,000 ohms resulting in alerts in the remote home monitoring system. Additionally, the lead exhibited noise on the pace/sense and shock channels that was oversensed and resulted in storage of a non-sustained ventricular tachycardia (nsvt) episode. It was noted that the hospital was not equipped with a cardiology department. Technical services (ts) recommended the health care professional (hcp) consider transferring the patient to another facility for further review. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being filed to correct field h6: impact codes from the previous submitted report.

Event description:
It was reported that the patient implanted with this this right ventricular (rv) defibrillation lead presented to the hospital for unspecified reasons. It was noted that the patient presented feeling fine with no reported issues. Review of stored device data from the remote home monitoring system noted that this lead exhibited high out of range shock impedance measurements greater than 125 ohms and high out of range pacing impedance measurements greater than 2,000 ohms resulting in alerts in the remote home monitoring system. Additionally, the lead exhibited noise on the pace/sense and shock channels that was oversensed and resulted in storage of a non-sustained ventricular tachycardia (nsvt) episode. It was noted that the hospital was not equipped with a cardiology department. Technical services (ts) recommended the health care professional (hcp) consider transferring the patient to another facility for further review. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this this right ventricular (rv) defibrillation lead presented to the hospital for unspecified reasons. It was noted that the patient presented feeling fine with no reported issues. Review of stored device data from the remote home monitoring system noted that this lead exhibited high out of range shock impedance measurements greater than 125 ohms and high out of range pacing impedance measurements greater than 2,000 ohms resulting in alerts in the remote home monitoring system. Additionally, the lead exhibited noise on the pace/sense and shock channels that was oversensed and resulted in storage of a non-sustained ventricular tachycardia (nsvt) episode. It was noted that the hospital was not equipped with a cardiology department. Technical services (ts) recommended the health care professional (hcp) consider transferring the patient to another facility for further review. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient has been placed in palliative care. Therefore, the physician programmed tachycardia therapy off and no further interventions were planned. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.